Event description:
The customer reported that a stillbirth occurred while the avalon fm30 fetal monitor (B)(4) was in use.

Manufacturer narrative:
(B)(4). The customer reported that a stillbirth occurred while the avalon fm30 fetal monitor (B)(4) was in use. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.